Manufacturer narrative:
This report is submitted on november 16, 2016, by cochlear limited on behalf of (B)(4) registration number 3009092818 and exemption number e2016011. H3 other text: device not returned to manufacturer.

Event description:
It was reported that the patient experienced poor performance with device use due to partial insertion; subsequently, the device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted january 16, 2017.